Event description:
A product liability claim was raised. It was reported, that a unk winterthur hip was implanted on an unk date. The pt developed pain in his hip and had to undergo a revision surgery on (B)(6) 2008.

Manufacturer narrative:
The MFR has not received the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow up report will be filed. (B)(4).